Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a laparoscopic inguinal hernia repair procedure on (B)(6) 2017 and a barbed suture was used. During the procedure, the device slipped through the tissue. The procedure was completed with this device. There were no adverse patient consequences. No additional information was provided.